Event description:
The customer reported to beckman coulter (bec) that about 100 ml of reagent fluid leaked from the right side of the coulter ac*t-diff analyzer and onto the counter. The customer was unsure of where the leak was coming from and noticed that the diluent reservoir was overflowing. The customer technical support (cts) had the customer turn off the instrument and the instrument continued to leak while not running. The customer was wearing gloves at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this incident. No death or injury is attributed to this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered the line from the lyse syringe to large valve (lv9) had popped off and the lyse container was empty. The fse replaced both the lyse input line and the lv9, and then performed a start-up, reproducibility and control runs with all results in range and no noted errors. The fse also performed incidental services replacing the the customer's supply of lyse. Failure mode was attributed to the popped off tubing from the lyse syringe to large valve (lv9). (B)(4).